Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that there was no telemetry between the clinician programmer and the implantable neurostimulator (ins). The clinician programmer was sent to turn off the ins prior to an unrelated abdominal surgery, but no instructions were sent to do that. The electrocardiogram was not showing any artifact from the ins, and therefore it was stated that ¿either the ins was turned off previously or the ins was not functioning.¿ environmental or other medical procedure interference had been ruled out. The patient was already asleep and could not be moved to another room. It was also reported the physician programmer displayed telemetry failure. There was no response from the device. The error code read, ¿reposition the programming head and press retry.¿ there was also interference while communicating with the device and another error code stated, ¿reposition the programming head or move away from the potential source of interference.¿ the healthcare provider repositioned repeatedly with no success. Gastrointestinal assessment signs and symptoms on the date of this report included nausea and vomiting. A pre-operative exam on (B)(6) 2013 was also positive for abdominal pain, change in bowel habits, constipation, decreased appetite, diarrhea, nausea, and vomiting. Additional information received reported that ¿they could¿ not get the device to turn off prior to the unrelated surgery. The health care provider (hcp) avoided using electrocautery and did see the leads, but was ¿well away from this.¿ patient outcome was not provided.